Event description:
Boston scientific received information that the patient with this device had been hospitalized due to an unspecified cardiac condition. The date of hospitalization was not communicated; however, it was reported the patient passed away on (B)(6) 2014. Following the patient's death, the physician reviewed device history at which time it was noted the implanted system had been operating in safety mode. The field representative stated the most recent office visit/device interrogation, had been approximately one week prior, with no indication of a product malfunction at that time. The device was not explanted and no autopsy was performed. The field confirmed the cause of death as, decompensated heart failure. Boston scientific's internal technical services (ts) was asked to review what minimal information, had been obtained. Ts confirmed safety mode operation; however, the date of safety mode entry was not attainable with the level of information sent for review. An electrogram from the date of death was reviewed, showing a wide complex tachycardia at a rate of approximately 140 bpm. The field later confirmed that the device had delivered five shocks with no external shocking administered. The reviewed electrogram showed intermittent pacing at a rate of 60 ppm. It remained unclear if the previously observed tachycardia rate had been converted via device shocking or self termination.

Manufacturer narrative:
(B)(4). In absence of a returned product or any additional device information, our internal investigation has concluded. Should new information be received at a later date, the event will be reopened and further updated.